Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity blood set was damaged the following information was provided by the initial reporter with the following verbatim: "I got a complaint from nursing about blood tubing manuf # 10387509 (lot # 24019346) having an issue. The problem is the filter chamber part of the tubing was actually manufactured inverted. I have the affected product but it does have blood in it. This event occurred on 5/30/2024. There was no exposure. I have attached a photo of the item. If you need anything else let me know. Please send return label and container for contaminated item."

Event description:
Material# 10387509, batch# 24019346. It was reported by customer that the problem is the filter chamber part of the tubing was actually manufactured inverted. Verbatim: "I got a complaint from nursing about blood tubing manuf # 10387509 (lot # 24019346) having an issue. The problem is the filter chamber part of the tubing was actually manufactured inverted. I have the affected product but it does have blood in it. This event occurred on 5/30/2024. There was no exposure. I have attached a photo of the item. If you need anything else let me know. Please send return label and container for contaminated item."

Manufacturer narrative:
The customer reported the filter was inverted, and returned a photo and sample of material 10387509, lot 24019346. The sample/photo verifies the complaint of misassembly in the drip chamber filter. The manufacturing site found the root cause for the misassembly to be related to operational error. The failure mode was addressed under a quality notification (B)(6) 2024 which communicated to the production personnel the correct assembly procedure. Device history record review for model 10387509 lot number 24019346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.